Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported paramedics and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been seen by paramedics due to hypoglycemia. The patient's blood glucose levels reached 40 mg/dl while wearing the pod between 4 and 24 hours. The patient collapsed and paramedics were called, they were treated with glucose gel. The patient did not need to go to the hospital and the paramedics left after 30 minutes. The pod was worn when seeking medical attention. Additionally, the patient states he thinks his calorie restriction setting was too intense as this was after bolusing for a meal.